Manufacturer narrative:
No damages or defects were observed that would indicate a failure to deliver insulin. The downloaded data shows no signs of struggle or pulse width increase. The device was returned deployed, but the hard needle did not fully retract. Upon opening the device, the linkage assembly moved back to the fully retracted position. A score mark was observed on the underside of the top housing indicating interference occurred between the linkages and the housing. No damages or defects were observed that would cause the interference. The cause of the interference could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 300 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. As treatment, a bolus and injections.